Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a power error detected alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.